Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any product condition could have been contributed to the reported hospitalization for hypoglucemia. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer reported that he was wearing a pod and took a bolus before going to bed on (B)(6) 2013. On (B)(6) 2013, the customer had a seizure and was taken to the hospital. The customer stated that he game himself too much insulin. He was hospitalized from (B)(6)2013 and said that he was receiving injections to treat his blood sugar levels. The customer reported that he has memory loss from the occurrence and cannot remember any specifics of the injections or what his exact treatment was. The customer also stated that he has pancreatic cancer and that seizures are a slightly common occurrence for him. The pod was discarded.